Manufacturer narrative:
(B)(4). The product analysis lab (pal) evaluation and homechoice (hc) design engineers at deka review of this incident concur that no device failure or malfunction was identified that could have contributed to the 18 iipvs found in the device's event logs. The device met performance specification requirements relative to the issues of iipv. The product analysis lab (pal) evaluation and homechoice (hc) design engineers at deka review of this incident concur that no device failure or malfunction was identified that could have contributed to the 18 iipvs found in the device's event logs. The device met performance specification requirements relative to the issues of iipv. The device has not been previously returned for any issues related to pediatric iipv or timeout during rite. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). This is report 7 of 18 related to iipv incidents found in the device's event logs.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an erroneously elevated thyroid-stimulating hormone (tsh) result above the normal reference range for one patient that was generated by the unicel dxc 880i synchron chemistry analyzer. The erroneous result was reported out of the laboratory; however, subsequent testing produced lower results within the normal reference range and an amended report was issued. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 3. The programmed fill volume was 140ml and the ultrafiltration reading was 45ml, indicating the home patient (hp) drained 45ml more than their programmed fill volume of 140ml. This information gave a total drain volume of 185ml, which meets iipv criteria. No patient injury or medical intervention was reported. This event is the seventh of 18 events of iipv noted in the patient logs.

Manufacturer narrative:
(B)(4). The device has been returned to the baxter product analysis lab for evaluation. Upon completion of the evaluation a follow up report will be submitted.